Event description:
Since switching to a dexcom g7 cgm, I have had many sensor failures. I would say about 2 out of 10 sensors fail at start up, needing a replacement sensor which may also fail. Today I had two sensors fail during warmup, leaving me with no sensors until dexcom sends replacements which will take 4 or 5 days according to their customer support. It is apparent that dexcom has a quality problem with the g7 that needs to be addressed. Ref report: mw5171300.